Manufacturer narrative:
Analysis results: the root cause of the customer¿s complaint was a shaft press fit defect.

Manufacturer narrative:
The event date is approximate. Complaint received from (B)(6).

Event description:
A consumer reported that the metal shaft from their protective clean power toothbrush fell off during use. No injuries were reported. A potential choking hazard was identified.